Event description:
It was reported power PICC solo 4fr kinked internally at 8.5cm. Line placed at 7cm to skin. Unable to use line so PICC removed. Mid svc. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 48cm. PICC inserted into basilic vein. Secured with securacath. Types of infusates were infused through the PICC: oncology treatment, epirubicin, cyclophosphamide. There were catheter interventions to address occlusions with this PICC. Lineogram - showed kink at 1.2mm below exit site (internal). PICC leakage identifiedwhen unable to flush. Kink found 17 days after insertion. Catheter site cleaned with 3ml chloraprep during a dressing change. Additional comments: catheter to vein ratio 8%. Patient developed dvt where kink was in periperhal vessel of arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.